Manufacturer narrative:
Batch review performed on 25 june 2018; lot 174352: (B)(4) items manufactured and released on 10 november 2017. Expiration date: no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to femur fracture noticed in the post-op x-rays, one day after the primary. The surgeon revised the stem successfully.